Event description:
Information was received that a patient's smiths medical bivona tracheostomy tube had a hole or leak in it. The patient's mother reported the tracheostomy (trach) was checked when first opened and the issue was discovered after multiple uses in the patient and after she sterilized the device. No adverse patient effects were reported.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection of the device found exposed wire on the shaft. The device was leak tested by being submerged under water. No leakage was observed as a result, thus not confirming the reported customer complaint. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.